Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation secondary conditions of damage to the 44-pin flex cable on the ground pins and a memory fence error were detected. The conditions have potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected a unreported condition of a memory fence error that has no relationship to the reported condition. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during daily inspection of the device prior to a procedure, when the person in charge removed the power handle from the battery charger, it was found that the battery was uncharged. The handle was then charged with another charger, and when removed, the start-up sound of the handle was heard but the display did not indicate anything. The handle was not used during the procedure. There was no patient involved.